Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen in the clinic in which the health care professional (hcp) had manually changed shock vectors and a shock impedance measurement of greater than 200 ohms was observed. Ts discussed performing defibrillation threshold (dft) testing with the hcp. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen in the clinic in which the health care professional (hcp) had manually changed shock vectors and a shock impedance measurement of greater than 200 ohms was observed. Ts discussed performing defibrillation threshold (dft) testing with the hcp. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. Additional information was received that this patient was seen in the clinic in which the health care professional (hcp) had manually changed shock vectors and a shock impedance measurement of greater than 200 ohms was observed. Ts discussed performing defibrillation threshold (dft) testing with the hcp. Subsequently, this ICD was explanted due to normal battery depletion. Another ICD was implanted to complete the procedure. This ICD was returned, and product analysis has been completed. No additional adverse patient effects were reported.